Event description:
It was reported that the customer received minicaps which had the sponge sticking out. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.